Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed a longitudinal cut on the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address the issue, refresher training was provided to the involved personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cut in tubing was observed in the solution administration set. This was noted prior to use. There was no patient involvement. No additional information is available.